Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced elevated blood glucose after dinner while on day two of pump use, with readings progressing from 205 mg/dl to 230 mg/dl despite the pump¿s correction attempts, and troubleshooting showed drops in the tubing with no immediate evidence of supply failure; the infusion set and supplies were replaced the following day and glucose levels decreased. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution after supply change. Investigation included guided troubleshooting and verification of tubing flow, followed by infusion set and supply replacement. Investigation of this case revealed no confirmed device or component failure, with possible contributors including infusion site factors and early algorithm adaptation in a new user. It was concluded, based on previously established findings for similar reports, that the cause was unclear.